Event description:
Consumer stated her (B)(6) son has a tendency to chew on toothbrushes when her back is turned. The plastic on the heads is so soft that after less than a week of use, he had chewed little bits of plastic off.